Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that the buttons do not work. Customer was advised to call back with the serial number for the pump.